Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer stated the device does not shock. The issue is related to the paddles. No pt involvement.